Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: during investigation, a visual inspection of the pump revealed that there was moisture behind the display lens. No damage or moisture was observed in the battery compartment. During testing, a leak test was performed and found a leak in the case between the lens and the case seal. The pump was opened and there was moisture found inside the pump.